Event description:
While setting up operating room for total knee arthroplasty, it was discovered that the deroyal miriam total knee pack came with 14 lap pads, instead of 15. This was identified & recorded properly during initial count. Case proceeded as normal, no harm to patient.